Event description:
Customer reported that the insulin pump returned a motor error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Unit passed rewind, basic occlusion, prime/a33 and displacement test. Unit received with stuck motor error alarm loop during bolus delivery. Motor passed motor test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.